Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 2: 00 pm with blood glucose of 515 mg/dl. Customer felt ok to troubleshoot. Customer blood glucose reading was (B)(6) 2017. Customer did not have any symptoms. Customer was hospitalized because they high blood glucose reading and diabetic ketoacidosis. Customer current blood glucose was 410 mg/dl. Customer blood glucose reading at the time of the incident was 515 mg/dl. Customer also had 447 mg/dl blood glucose reading. Customer contacted their healthcare provider for high blood glucose reading. Customer was wearing the insulin pump during hospitalization. Customer changed their infusion set on (B)(6) 2017. Customer was not able to check for air bubble or leaks since they removed their set already. Customer did not mention of the cannula was bent. Customer did check insulin pump setting and high pressure test. The customer also reported that the battery cap was stripped. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.